Event description:
Boston scientific received info that his product was part of a system revision due to infection with sepsis. There were no add'l adverse effects reported. The product was explanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be received. The event and explant dates provided do not make sense so they were left off of this report.